Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye noted a hole in the bag. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing revealed a leak from the hole in the bag. The reported condition was verified. The cause of the condition was due to a hole in the bag. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a capd disconnect y set leaked. This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.